Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the sales rep reported that the surgeon called her that the shoulder-delta prosthesis had possible metastasis and rejection. It was also stated that the surgeon would need to extract the material as soon as possible from the patient, and that removal has already occurred. It was also indicated that the patient was without prosthesis and with shoulder fallen. It was also stated that all the material that make up the prothesis was described and was sent to evaluate. Is it important to verify if the metalosis issue was really generated by the prosthesis implanted. It was also stated that the patient presented pain after the examination was diagnosed with metalosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device ID not reveal any evidence of product error. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.